Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/essure perforated my uterus") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a 27-year-old female patient who had essure (batch no. 857591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), uterine fibroid, chronic cervicitis and menometrorrhagia. Previously administered products included for an unreported indication: mirena from 2007 to 2010. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") and pruritus ("itching"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)having to change pad every hour"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) having to change pad every hour"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue, tired"). On (B)(6) 2012, the patient experienced abdominal pain lower ("lower stomach/ felt like kidney pain/cramping/lower stomach pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, renal pain ("lower stomach/ felt like kidney pain") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pregnancy with contraceptive device, renal pain and abdominal pain outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, fatigue and pruritus had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, pruritus, renal pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left: 3 right: 4. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: : menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event abdominal pain was added. Pt was updated for the event organ perforation nos to uterine perforation. Event onset date was updated. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a 27-year-old female patient who had essure (batch no. 857591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), uterine fibroid, chronic cervicitis and menometrorrhagia. Previously administered products included for an unreported indication: mirena from 2007 to 2010. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for birth control. On (B)(6)2011, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain lower ("lower stomach/ felt like kidney pain/cramping/lower stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) having to change pad every hour"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue, tired"), 9 months 20 days after insertion of essure. In 2012, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and renal pain ("lower stomach/ felt like kidney pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2012. At the time of the report, the perforation, pregnancy with contraceptive device and renal pain outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, fatigue and pruritus had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, menorrhagia, perforation, pregnancy with contraceptive device, pruritus, renal pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: left: 3 right: 4 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: : menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a 27-year-old female patient (gravida 1, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010 and device monitoring procedure not performed "patient did not performed essure confirmation test". Concomitant products included nuvaring for birth control. In 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("lower stomach/ felt like kidney pain") and renal pain ("lower stomach/ felt like kidney pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in 2012. At the time of the report, the perforation, pregnancy with contraceptive device and renal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, perforation, pregnancy with contraceptive device and renal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/essure perforated my uterus') and pregnancy with contraceptive device ('pregnant with essure micro-insert') in a 27-year-old female patient who had essure (batch no. 857591) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included vaginal bleeding (not recovered prior to essure), menorrhagia (not recovered prior to essure), uterine fibroid, chronic cervicitis, menometrorrhagia and back muscle spasms. Previously administered products included for an unreported indication: mirena from 2007 to 2010. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for birth control. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") and pruritus ("itching"). In (B)(6) 2011, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)having to change pad every hour"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) having to change pad every hour"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue, tired"). On (B)(6) 2012, the patient experienced abdominal pain lower ("lower stomach/ felt like kidney pain/cramping/lower stomach pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, renal pain ("lower stomach/ felt like kidney pain") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pregnancy with contraceptive device, renal pain, abdominal pain and dyspareunia outcome was unknown, the abdominal pain lower, menorrhagia, allergy to metals, dysmenorrhoea, fatigue and pruritus had not resolved and the vaginal hemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pregnancy with contraceptive device, pruritus, renal pain, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: trailing coils: left: 3 right: 4. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received event " dyspareunia" was added. Outcome of event " abnormal bleeding" was updated as recovered. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. In 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in 2012. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a 27-year-old female patient (gravida 1, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010 and device monitoring procedure not performed "patient did not performed essure confirmation test". Concomitant products included nuvaring for birth control. In 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain upper ("lower stomach/ felt like kidney pain") and renal pain ("lower stomach/ felt like kidney pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in 2012. At the time of the report, the perforation, pregnancy with contraceptive device and renal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, perforation, pregnancy with contraceptive device and renal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics updated. Essure indication added. Event abdominal pain lower, pregnancy with contraceptive device, device ineffective and patient did not performed essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. In 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in 2012. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.